Event description:
It was reported when the device was used during a laparoscopic gastric bypass procedure, the staples did not form. The tissue was transected and the case was completed with another device. There was no reported pt consequence.